Event description:
An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2016 due to eos (pulse disablement). The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that the patient was scheduled for a battery change due to an unknown reason. Clinic notes dated (B)(6) 2015 were then received which state that the battery is "drained out"; and is at end of service the clinic notes also stated that a diagnostic test was performed which resulted in low output current even though impedance was normal. Thus, the output current was reduced. No additional relevant information has been received to date.